Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was infusing gazyva in basic mode at a rate of 200 ml/hr. "A bolus above the hard limit may have been attempted (rate of 2504) but they do not know who made that entry. A second nurse then titrated the pump to 300 ml/hr per protocol. Upon infusion complete alarm, two nurses reported the pump screen reading a rate value of 250 ml/hr" there was no report of patient injury or medical intervention associated with this event. No additional information is available.